Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that post implantation of an intraocular lens (iol) patient experienced lights inside eyes especially when reading and light seems to bounces off the pages, flickering and glare. The iol was exchanged five months following the initial procedure for another lens model.